Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Keypad/labels were intact. The device was received in good condition and a scratched screen. The error history log could not be downloaded. The device was started in application, no problems found with beeping. The back-up capacitor was tested. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The reported issue could not be duplicated; however, the downstream sensor was replaced as a preventive measure and the battery door was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping and had a missing door. No patient consequences were reported. No adverse effects were reported.